Event description:
A malfunction was reported on the pump, but there were no notable events leading up to it. There was no adverse impact on the customer's blood glucose level. Tandem technical support assisted the customer in resetting the pump, and the malfunction did not recur. The customer was advised to continue using the pump and to call back if the malfunction code appeared again.